Event description:
Surgeon reports post-operative vitritis, at approximately 3 weeks, which delayed visual recovery. The vitritis was treated with a periocular steroid injection and resolved in 2 mos. Current visual acuity is 20/50 with reported best va prior to event at 20/70. The surgeon believes the lens may have malfunctioned as he has no other explanation for the vitritis.